Event description:
This patient is participant in a study, and experienced this event post approval. Patient's status post pdl implantation received post op evaluation at six (6) weeks, six (6) months, twelve (12) months, eighteen (18) months, and twenty-four (24) months. During a routine monitoring visit in 2009, patient informed the investigation site a supplemental fusion, l5 - s1, surgery was performed by a non-study surgeon in 2007. Patient has movement out of state and has not had a follow up since 2005. This is three of three report for this event.

Manufacturer narrative:
Subject device not explanted. Synthes is unable to provide the manufacturer and or the date of manufacture without a part/lot number provided, or the returned device. Subject device was part of a study. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This event is consistent with pro disc-l post-market experience. Determined that no investigation of the individual event is necessary based on comparison with approved device trends. Post study, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing pro disc-l total disc replacement surgery.